Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device with missing piece of the shell assessed as to inconclusive and have non-penetrating nicks additional observations: ¿ crease flat observed in the surface. No further actions are required as the device was implanted. Additional, corrected and/or changed data: d.9, h.3, h.6.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.